Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8248609. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly.

Event description:
It was reported that a bd connecta¿ stopcock with valve & extension tubing the 3-way valve there is an additional injection point at this point there was leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcock with valve & extension tubing the 3-way valve there is an additional injection point at this point there was leakage.